Event description:
One pt with discrepant potassium results. Initial result gave 3.2 mmol/l; repeated by another analyzer same methodology gave 3.9 mmol/l. Erroneous result was not reported. The field service rep was unable to determine root cause for the discrepant results. Performance tests were performed and within spec.